Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the m1669a trunk cable is damaged. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the device trunk cable m1669a was found to be damaged. The material (m1669a 989803145071 - cbl 3 lead ECG trunk, aami/iec 2.7m) was delivered to the customer by the on-site technician in accordance with the contract specifications. The device remains at the customer site and no further evaluation is warranted at this time.